Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.

Event description:
Brush heads are loose on the handle - oral-b [device connection issue] brush head comes off while brushing - oral-b [device breakage] case narrative: consumer via chat stated that brush heads are very loose on the handle and comes off while brushing. No injury was reported.

Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.

Event description:
Brush heads are loose on the handle - oral-b [device connection issue]. Brush head comes off while brushing - oral-b [device breakage]. Case narrative: consumer via chat stated that brush heads are very loose on the handle and comes off while brushing. No injury was reported. Follow-up: concomitant product inserted.

Manufacturer narrative:
19-aug-2025 product investigation results: product return was received and evaluated. No failure could be identified; the product is according to specifications.

Event description:
Brush heads are loose on the handle - oral-b [device connection issue]. Brush head comes off while brushing - oral-b [device breakage]. Case narrative: consumer via chat stated that brush heads are very loose on the handle and comes off while brushing. No injury was reported. Follow-up: concomitant product inserted. Follow-up (product investigation result): suspect handle (oral-b refills) investigated, no technical fault found. 'No manufacturing cause' and 'no design issue' identified based on investigation. No injury was reported.